Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tubing detachment from connector on (B)(6)2025 leading to high blood glucose (525 mg/dl). High blood glucose was addressed using correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 5407690 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the tubing detached from tubing-tubing connector photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: static pull tubing-tubing connector according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 5407690 was manufactured according to the wi version 88 and packaging in the machine 10, on 24/nov/2022, with a total of (B)(4) units. Welding: the lot 5409368 was assembled according to the wi version 28 on-line inspection for welding machine ls25, ls24 and ls11 on 23-nov-2022, with a total of (B)(4) units each. The lot 5409369 was assembled according to the wi version 28 on-line inspection for welding machine ls06, ls07 and ls11 on 23-nov-2022, with a total of (B)(4) units each. Gluing connector: the lot 5409330 was glued according to the wi version 34, line 03 on 23-nov-2022, with a total of (B)(4) each. The lot 5409341 was glued according to the wi version 34, line 03 on 23-nov-2022, with a total of (B)(4) units each. The lot 5409329 was glued according to the wi version 34, line 03 on 22-nov-2022, with a total of (B)(4) units each. The lot 5409334 was glued according to the wi version 34, line 03 on 27-nov-2022, with a total of (B)(4) units each. The lot 5409335 was glued according to the wi version 34, line 03 on 29-nov-2022, with a total of (B)(4) units each. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 20/aug/2025 against malfunction code tubing detached from tubing-tubing connector and lot 5407690 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.